Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. An event history log review, service history review, visual inspection, and functional testing were performed. The f-06 alarm was identified during the event history log review. The cause of the condition was determined to be a defective main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a f-06 failure. No additional information is available.